Event description:
We noticed that 25 signal monitors in our facility present cracks in their handles. We think this maybe happening because of the pdi cleaner we've been using to clean those devices. However, the cracks only show on that specific spot. We contacted the MFR and we are waiting for their qi to return our call. Other facilities in our system have reported that same issue. No patients were involved in those events.